Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave sensing was observed in clinic. During the device-changeout procedure, an insulation anomaly was noted. The lead was capped and replaced. The patient was stable post procedure.